Manufacturer narrative:
Unit was received with broken off battery tube threads. Unable to retain test battery cap. Unable to power up unit and performed displacement tests. Unable to performed displacement, rewind, seating, and basic occlusion due to no power to unit. Unit was received with broken retainer ring, missing reservoir tube o-ring, cracked case at battery tube side, cracked keypad overlay at select button, keypad overlay texture damage, and peeling serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack in the case. The insulin pump was cracked on the retention ring. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.